Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. It was observed that the ok button symbol was worn. Evaluation revealed that all keypad buttons were intermittently responsive. All keypad buttons were found to spring back as expected during investigation. There was evidence of keypad contamination found under all button key contacts. Unrelated to the keypad complaint, a cracked battery compartment and display screen discoloration were found on investigation.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the up arrow and ok keypad buttons have become increasingly unresponsive over the past 3 weeks. He noted that the buttons still click and spring back as expected when pressed. The pt denied physical damage to the rubber keypad with the exception of the button symbols being worn. He denied exposing the pump to water, and stated that he carries the pump in his pocket on a clip.